Manufacturer narrative:
Analysis noted that the external pulse generator (epg) was missing the front cover and the output dial failed incoming testing. The output dial encoder was replaced and the firmware was updated in accordance with the ongoing field corrective action. The device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department in accordance with instructions affiliated with an ongoing field corrective action and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.